Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one hickman s/l catheter was returned for evaluation. Functional and gross visual evaluation were performed. A complete circumferential break was noted approximately 22.3cm from the distal end of the luer. Striations were noted on the edge of the complete circumferential break - the catheter appeared cut. The distal catheter segment was not returned. The investigation is confirmed for the reported catheter damage, as a circumferential split was noted approximately 3mm from the distal end of the luer. The edges of the circumferential split appeared jagged. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 6.6f products that are cleared in the us. The pro code and 510 k number for the broviac cv catheter repair kit, single-lumen, white, 6.6f products are identified in d2 and g5. H10: g4. H11: e1, h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately one year post implant, the device allegedly clamped. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 6.6f products that are cleared in the us. The pro code and 510 k number for the broviac cv catheter repair kit, single-lumen, white, 6.6f products are identified in procode and PMA/510k.

Event description:
It was reported that approximately one year post implant, the device allegedly clamped. There was no reported patient injury.